Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence, cystocele and rectocele.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-00308 and 2210968-2012-01810. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that due to mesh erosion that led to dyspareunia, pelvic pain and bleeding the patient underwent mesh removal on (B)(6) 2009 and (B)(6) 2010.